Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. Information was reported that a MRI tech had called for MRI guidelines (MRI is not due to a problem with therapy/device) and reported that he was made aware the ins is no longer functioning. No further complications were reported. No additional patient symptoms were reported.